Event description:
It was reported that an ilet insulin pump generated alert 39 indicating an insulin shaft encoder failure, after which the user experienced repeated restart prompts and was unable to rewind or proceed, leading to a looped restart condition; the reported blood glucose at the time was 204 mg/dl. Symptoms included hyperglycemia without reported injury. Outcomes included disruption of insulin delivery and the need for device replacement without hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a malfunction of the insulin delivery mechanism consistent with an encoder failure within the pump¿s drive system. The device was opened to investigate further. No physical abnormalities were found. The main board was removed, and a heat wand was applied to the host chip to increase solderability. This procedure did not improve the situation and the alert 39 returned. The host chip has failed and affected the hall count and communication with the hoverboard. Causing the alert 39. The user's complaint is confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.